Event description:
The company was notified on (B)(6) 2013, of an alleged incident occurring on (B)(6) 2013, involving an eclipse 3 portable oxygen concentrator (sn (B)(4)). The alleged incident was reported by (B)(6) from (B)(6). The alleged incident was described as the following: "the pt suffered a stroke, fell down, and subsequently passed away". The home health care distributor tested the subject unit after the alleged incident and reported that the unit was in good working condition and met all published specifications, they also stated that the subject unit would not have had any involvement with the pt suffering a stroke. (B)(6) also agreed to return the subject unit to the company for further non-destructive testing and evaluation.

Manufacturer narrative:
The subject eclipse 3 portable oxygen concentrator unit was returned to the company on (B)(6) 2013, for further non-destructive testing and evaluation. Upon receiving the subject unit: visual inspection of the exterior was noted to be in acceptable condition; there was a small amount of cosmetic damage to the front and back cases. The top and bottom of the subject unit appeared intact. It was also noted that the serial number (B)(4) matched the label affixed to the bottom of the subject unit, and the handle appeared damaged on the right side. One ac power supply, one dc power supply, and three battery packs were shipped back with the subject unit. No damage was observed. Testing results indicate that the subject unit had slightly low flow rates at 3lpm, 2lpm, and 6lpm pulse. No abnormal function was noted during the test. Oxygen concentrations, power consumption, trigger pressure, and compressor speed were within specifications. The internal components of the subject unit appeared to be intact. There was a small amount of dust on the pcba fan; however, there was no indication of smoke or dust damage. The damaged handle was also noted again when the unit was opened for nondestructive testing and evaluation. To conclude, the overall subject eclipse 3 portable oxygen concentrator unit appeared in good working condition. The handle was broken; however, there is no indication that this defect would have induced serious injury.